Manufacturer narrative:
(B)(4). Batch # u40p00. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: could you please provide more details for "an incident occurred"? The battery stopped during the stapling. Did the device deliver any staples? No. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. Did the device cut? No. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. Was there any difficulty opening the device? No, the device has been opened with the reverse button on the side. If yes, how was the device removed from the patient? Without any issue. If yes, did the jaws eventually open? Na. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a duodenal bypass, an incident occurred. No consequence for the patient. No delay occurred. A second stapler and a recharge were used.